Manufacturer narrative:
Manufacturer narrative: the device was not returned to edwards for evaluation as it was reported by healthcare provider to have been discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient co-morbidities, likely contributed to this event but the cause cannot be conclusively determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information a 25mm bioprosthetic aortic valve, implanted approximately 12 years, 10 months, was explanted due to severe aortic insufficiency. It was found that a leaflet had partially torn from its attachment near the strut and +4 pvl was noted. Pathology findings indicated the valve leaflets are not tightly opposed. One of the leaflets was partially calcified and not freely movable and bears a 0.7 cm nodular calcification. The explanted device was replaced with a 23mm aortic valve and coronary artery bypass grafting x2 was performed before the procedure concluded. Tee revealed a well seated valve. Right ventricular and left ventricular function were secured and preserved. The patient was on pump for a great deal of time and had some bleeding from the groin; therefore, blood products were given. The patient tolerated the procedure well.